Event description:
The facility returned the device for service. During service testing, baxter service technician reported that the device underdelivered. No record of any pt incident involving the pump.